Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a m.blue 0 valve (product # fx800t) was implanted during a procedure on an unspecified date. According to the complainant the device was explanted on (B)(6) 2023 from the patient as the doctor suspected it had become occluded. The adverse event/malfunction is filed under aic reference (B)(4). Associated medwatch reports: 400585755_ 2916714-2023-00024_MDR, 400585900_ 2916714-2023-00026_MDR.

Manufacturer narrative:
Investigation: visual inspection: - no abnormalities permeability test: the test showed that the complete connected shunt system is permeable. During the test, bloody fluid was flushed out. Computer control test: the computer control test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 4.04 cmh2o. This is not within the specified tolerance of 0 to 4 cmh2o. According to the results, we can detect a presence of a slowed outflow. During the test bloody liquid flushed out, see picture 7. An additional testing shows the valve working with a value of 2.08 cmh2o within the tolerance [0 to 4 cmh2o]. Furthermore, the gravitational unit of the valve was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 0 cmh2o in the vertical position, a pressure of 0 ± 8 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the gravitational unit of the m.blue® had a pressure of 3.75 cmh2o. This is within the specified tolerance of 0 ± 8 cmh2o. An additional testing of pressure setting 20 cmh2o [opening pressure at delivery] shows a value of 26.91 cmh2o. This is within the specified tolerances [20 ± 8 cmh2o]. Adjustability test: the m.blue was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the gravitational unit of the m.blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, blood were found in m.blue. For more detailed visibility, the proteins/deposits in m.blue were coloured by using a colouring solution. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. After the colouring deposits were visible. Results: based on our investigation results, we have determined that there was a slower outflow in the valve in the horizontal position, blood and deposits at the time of our investigation. Detected blood and deposits could be the cause of the slower outflow. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation complete.